Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2012 whereby a gore dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2012, the gore device was explanted. It was reported the patient alleges the following injuries: pain, mesh infection, mesh removal, and loss of consortium. Additional event specific information and medical records have been requested.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 12/4/2002, including prior abdominal procedures, were not provided. Medical records indicate patient was admitted to hospital from on (B)(6) 2002 for diagnosis of chest pain, coronary artery disease, history of stent, now with multi-vessel coronary artery disease, coronary artery bypass graft x3. The records state ¿consult was obtained for coronary artery bypass graft and on (B)(6) 2002, she was taken to the operating room where a coronary artery bypass graft x 3 was performed with saphenous vein grafts from the aorta to the right coronary artery, the aorta to the lad and the aorta to the circumflex.¿ the records also state ¿the chest was opened through a median sternotomy incision.¿ records between 12/12/2002 and 12/16/2010 were not provided. Discharge summary dated on (B)(6) 2010 indicates patient admitted to hospital on (B)(6) 2010 ¿ for increased pain that radiates to her left arm¿. Operative records indicate the patient underwent redo coronary artery bypass graft x3 and mitral valve repair on (B)(6) 2010. The operative records dated on (B)(6) 2010 state: ¿the chest was opened through the previous midline incision from the sternal notch to the xiphoid process.¿ the records also state ¿the mediastinal adhesions were dissected away from the posterior table of the sternum with electrocautery.¿ ¿ the remainder of the adhesions over the left ventricle were dissected after the patient was on bypass.¿ the operative records dated on (B)(6) 2010 also state: ¿sternum was closed with five #6 wires which were closed by twisting. The pectoralis and rectus fascia were closed with #0 vicryl suture. The subcu was closed with 2-0 vicryl sutures and the skin closed with 4-0 vicryl subcuticular suture.¿ discharge summary dated on (B)(6) 2012 states patient admitted to hospital on (B)(6) 2012 for ¿repair of incisional hernia with mesh. She tolerated the procedure well and was sent to the recovery room in stable condition and eventually sent to the telemetry floor. The first postoperative day she was afebrile. Vital signs were stable. Diet was initiated and she had minimal drainage out of her jackson-pratt drain and incision was clean and dry with no redness.¿ the discharge summary dated on (B)(6) 2012 also states: ¿on the second postoperative day she had minimal drainage out of jackson-pratt and this was discontinued. Her intravenous fluids were discontinued and she was up and about and tolerating her diet. She was afebrile and all other vitalsigns were stable. She okayed by all for discharge home.¿ cardiovascular surgery clinic records dated on (B)(6) 2012 state: ¿51 year old female s/p redo CABG/mvr, developed incisional hernia, s/p incisional hernia repair on (B)(6) 2012 with ptfe mesh. Several days of pain and fullness around incision, fever, chills for 24hours, c/o sob [shortness of breath], gen [general] weakness.¿ the records also state ¿abd [abdominal] inc [incision] red, swollen, warm prox .5cm open draining pus and blood. Plan: admit, cultures, ID evaluation/treatment.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1994, 1930, 3191 used for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span december 4, 2002 through june 3, 2013, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: obesity, hyperlipidemia, hypertension, myocardial infarction, coronary artery disease, hiatal hernia, duodenitis, esophagitis, heliobacter pylori infection, chronic obstructive pulmonary disease, diabetes mellitus, smoker (one pack per day x 36 years). Prior surgical procedures: 1997: cesarean section, 2002, 2010: coronary artery bypass graft, 2005: laparoscopic cholecystectomy, 2006: hysterectomy, 2010: mitral valve repair. Implant preoperative complaints: on (B)(6) 2012: ¿status post median sternotomy for cardiac surgery developed an epigastric incisional hernia postoperatively.¿ implant procedure: repair of incisional hernia with mesh. Implant: gore® dualmesh® plus biomaterial (9141248/1dlmcp04) 15cm x 19cm. Implant date: on (B)(6) 2012 [hospitalized on (B)(6) 2012]. Description of hernia being treated: ¿the previous upper midline abdominal incision was reopened for a distance of approximately 8cm from the xiphoid process to a point midway to the umbilicus. The hernia sac was mobilized by electrocautery and sharp dissection but was never opened. The fascial margins of the defect were well defined by sharp dissection, and the hernia sac was depressed into the abdominal cavity.¿ implant size and fixation: ¿a piece of ptfe mesh was fashioned to the appropriate size and sutured circumferentially around the fascial defect with 0 prolene running suture.¿ post-operative period: [two days]. ­ on (B)(6) 2012: discharge summary: ¿repair of incisional hernia with mesh. She tolerated the procedure well and was sent to the recovery room in stable condition and eventually sent to the telemetry floor. The first postoperative day she was afebrile. Vital signs were stable. Diet was initiated and she had minimal drainage out of her jackson-pratt drain and incision was clean and dry with no redness.¿ ¿on the second postoperative day she had minimal drainage out of jackson-pratt and this was discontinued. Her intravenous fluids were discontinued and she was up and about and tolerating her diet. She was afebrile and all other vital signs were stable. She okayed by all for discharge home.¿ relevant medical information: on (B)(6) 2012: ¿s / p [status post] redo CABG / mvr [coronary artery bypass graft / mitral valve repair], developed incisional hernia, s / p incisional hernia repair on (B)(6) 2012 with ptfe mesh. Several days of pain and fullness around incision, fever, chills for 24hours, c/o sob [shortness of breath], gen [general] weakness.¿ ¿abd [abdominal] inc [incision] red, swollen, warm prox. 5cm open draining pus and blood.¿ explant preoperative complaints: on (B)(6) 2012: ¿incisional hernia repair surgical site wound infection. Repair done with polytetrafluoroethylene mesh. Had redness around incision site, was treated by local physician, initially with two doses of fluconazole and topical antifungal cream that had steroids mixed in. Was treated with single dose of decadron with complete resolution. Had increasing pain of incision site, said pain increased throughout the week and two days prior to admission began to have sweats and chills and subjective fever. Had yellow purulent non-foul smelling drainage from wound. Sent for culture. Gram stained revealed no organisms but plenty of white cells demonstrated. Admitted for further evaluation and care and probable removal of mesh. In talking with patient and dr. (B)(6) office staff, 2% lidocaine was used to provide anesthesia in a topical fashion in intradermal fascia while it was being debrided and cultured in office. Soon after this was done, started an itchy type feeling across back of neck, shoulders, back, now having fairly significant allergic reaction to the lidocaine. It is coalescing fairly quickly. Involving facial edema and significant amount of periorbital edema. Impression: incisional hernia repair with polytetrafluoroethylene mesh, now with an incisional site infection, draining purulent material. Mesh may need to come out. Need to make sure does not have deeper abscess.¿ on (B)(6) 2012: microbiology report: ¿moderate staphylococcus aureus. Moderate white blood cells. Moderate gram positive cocci in pairs.¿ on (B)(6) 2012: CT abdomen / pelvis: ¿large fluid collection anterior to the lower sternum. Abscess cannot be excluded. Mild right axillary lymphadenopathy.¿ explant procedure: exploratory laparotomy with removal of ¿infected mesh¿. Explant date: on (B)(6) 2012 [hospitalization on (B)(6) 2012]. ¿there was fluid completely surrounding the patient¿s previously placed ptfe prosthetic, which was completely non - incorporated. This was excised without undue difficulty. Due to the infected field, we made no attempts at herniorrhaphy. The patient¿s abdomen was prepped and draped in usual sterile fashion and explored through her prior upper midline incision. Fluid was evacuated. We had previously cultured this and did not send repeat cultures. The ptfe mesh as noted above was completely non-incorporated and the previously placed prolene sutures were excised and the mesh prosthetic was removed from the operative field. We irrigated the wound with saline. Hemostasis was assured. The skin was closed with interrupted 2-0 nylon suture. It should be noted that the patient¿s hernia sac was intact on removal of the ptfe mesh. Care was taken to protect the underlying hollow viscera.¿ relevant medical information: on (B)(6) 2012: pathology report: ¿infected mesh: synthetic mesh with acute inflammatory exudate admixed with necrotic tissue and bacterial colonies.¿ on (B)(6) 2012: ¿CT scan showed a large fluid collection overlying the mesh and general surgery was consulted. The fluid collection was aspirated and grew back some gram - positive cocci. Therefore she was taken to the operating room for mesh removal. Discharged home in stable condition.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. Cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and / or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post - operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post - operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re - intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and / or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9141248. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g / cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g / cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1994, 1930, 3191 used for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span december 4, 2002 through june 3, 2013, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: obesity, hyperlipidemia, hypertension, myocardial infarction, coronary artery disease, hiatal hernia, duodenitis, esophagitis, helicobacter pylori infection, chronic obstructive pulmonary disease, diabetes mellitus, smoker (one pack per day x 36 years). Prior surgical procedures: 1997: cesarean section, 2002, 2010: coronary artery bypass graft, 2005: laparoscopic cholecystectomy, 2006: hysterectomy, 2010: mitral valve repair. Implant preoperative complaints: on (B)(6) 2012: ¿status post median sternotomy for cardiac surgery developed an epigastric incisional hernia postoperatively.¿ implant procedure: repair of incisional hernia with mesh. Implant: gore® dualmesh® plus biomaterial (9141248 / 1dlmcp04) 15cm x 19cm. Implant date: on (B)(6) 2012 [hospitalized on (B)(6) 2012]. Description of hernia being treated: ¿the previous upper midline abdominal incision was reopened for a distance of approximately 8cm from the xiphoid process to a point midway to the umbilicus. The hernia sac was mobilized by electrocautery and sharp dissection but was never opened. The fascial margins of the defect were well defined by sharp dissection, and the hernia sac was depressed into the abdominal cavity.¿ implant size and fixation: ¿a piece of ptfe mesh was fashioned to the appropriate size and sutured circumferentially around the fascial defect with 0 prolene running suture.¿ post-operative period: [two days]. ­on (B)(6) 2012: discharge summary: ¿repair of incisional hernia with mesh. She tolerated the procedure well and was sent to the recovery room in stable condition and eventually sent to the telemetry floor. The first postoperative day she was afebrile. Vital signs were stable. Diet was initiated and she had minimal drainage out of her jackson-pratt drain and incision was clean and dry with no redness.¿ ¿on the second postoperative day she had minimal drainage out of jackson-pratt and this was discontinued. Her intravenous fluids were discontinued and she was up and about and tolerating her diet. She was afebrile and all other vital signs were stable. She okayed by all for discharge home.¿ relevant medical information: on (B)(6) 2012: ¿s/p [status post] redo CABG/mvr [coronary artery bypass graft / mitral valve repair], developed incisional hernia, s/p incisional hernia repair on (B)(6) 2012 with ptfe mesh. Several days of pain and fullness around incision, fever, chills for 24hours, c/o sob [shortness of breath], gen [general] weakness.¿ ¿abd [abdominal] inc [incision] red, swollen, warm prox. 5cm open draining pus and blood.¿ explant preoperative complaints: on (B)(6) 2012: ¿incisional hernia repair surgical site wound infection. Repair done with polytetrafluoroethylene mesh. Had redness around incision site, was treated by local physician, initially with two doses of fluconazole and topical antifungal cream that had steroids mixed in. Was treated with single dose of decadron with complete resolution. Had increasing pain of incision site, said pain increased throughout the week and two days prior to admission began to have sweats and chills and subjective fever. Had yellow purulent non-foul smelling drainage from wound. Sent for culture. Gram stained revealed no organisms but plenty of white cells demonstrated. Admitted for further evaluation and care and probable removal of mesh. In talking with patient and dr. (B)(6) office staff, 2% lidocaine was used to provide anesthesia in a topical fashion in intradermal fascia while it was being debrided and cultured in office. Soon after this was done, started an itchy type feeling across back of neck, shoulders, back, now having fairly significant allergic reaction to the lidocaine. It is coalescing fairly quickly. Involving facial edema and significant amount of periorbital edema. Impression: incisional hernia repair with polytetrafluoroethylene mesh, now with an incisional site infection, draining purulent material. Mesh may need to come out. Need to make sure does not have deeper abscess.¿ on (B)(6) 2012: microbiology report: ¿moderate staphylococcus aureus. Moderate white blood cells. Moderate gram positive cocci in pairs.¿ on (B)(6) 2012: CT abdomen / pelvis: ¿large fluid collection anterior to the lower sternum. Abscess cannot be excluded. Mild right axillary lymphadenopathy.¿ explant procedure: exploratory laparotomy with removal of ¿infected mesh¿. Explant date: on (B)(6) 2012 [hospitalization on (B)(6) 2012]. ¿there was fluid completely surrounding the patient¿s previously placed ptfe prosthetic, which was completely non-incorporated. This was excised without undue difficulty. Due to the infected field, we made no attempts at herniorrhaphy. The patient¿s abdomen was prepped and draped in usual sterile fashion and explored through her prior upper midline incision. Fluid was evacuated. We had previously cultured this and did not send repeat cultures. The ptfe mesh as noted above was completely non-incorporated and the previously placed prolene sutures were excised and the mesh prosthetic was removed from the operative field. We irrigated the wound with saline. Hemostasis was assured. The skin was closed with interrupted 2-0 nylon suture. It should be noted that the patient¿s hernia sac was intact on removal of the ptfe mesh. Care was taken to protect the underlying hollow viscera.¿ relevant medical information: on (B)(6) 2012: pathology report: ¿infected mesh: synthetic mesh with acute inflammatory exudate admixed with necrotic tissue and bacterial colonies.¿ on (B)(6) 2012: ¿CT scan showed a large fluid collection overlying the mesh and general surgery was consulted. The fluid collection was aspirated and grew back some gram-positive cocci. Therefore she was taken to the operating room for mesh removal. Discharged home in stable condition.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. Cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and / or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and / or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9141248. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6). Implant record. Mesh dual plus 15 x 19 x 1. Qty: 1. Lot #: 9141248. Catalog nbr: 1dlmcp04. Manufacturer: wl gore. (B)(6) 2012: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 9141248. W.l. Gore & associates. (B)(6) 2012: (B)(6), md. Consultation. Infectious disease consultation. Incisional hernia repair surgical site wound infection. Repair done with polytetrafluoroethylene mesh. Had redness around incision site, was treated by local physician, initially with two doses of fluconazole and topical antifungal cream that had steroids mixed in. Was treated with single dose of decadron with complete resolution. Had increasing pain of incision site, said pain increased throughout the week and two days prior to admission began to have sweats and chills and subjective fever. Had yellow purulent non-foul smelling drainage from wound. Sent for culture. Gram stained revealed no organisms but plenty of white cells demonstrated. Admitted for further evaluation and care and probable removal of mesh. In talking with patient and dr. Garrett¿s office staff, 2% lidocaine was used to provide anesthesia in a topical fashion in intradermal fascia while it was being debrided and cultured in office. Soon after this was done, started an itchy type feeling across back of neck, shoulders, back, now having fairly significant allergic reaction to the lidocaine. It is coalescing fairly quickly. Involving facial edema and significant amount of periorbital edema. Allergies: surgical steel. White count 12,700. Impression: incisional hernia repair with polytetrafluoroethylene mesh, now with an incisional site infection, draining purulent material. Mesh may need to come out. Need to make sure does not have deeper abscess. Plan: solumedrol for allergic reaction immediately. Start on vancomycin. Nothing by mouth after midnight for possible mesh removal. Pain control. (B)(6) 2012: (B)(6). Microbiology report. Moderate staphylococcus aureus. Moderate white blood cells. Moderate gram positive cocci in pairs. (B)(6) 2012: (B)(6), md. Consultation. One month status post incisional hernia repair with mesh. Drainage around incision. Was receiving lidocaine for withdrawal of fluid to culture, broke out in extreme rash consistent with urticarial. Had hypotension, now acute kidney injury/acute tubular necrosis. Impression: allergic reaction with urticaria. Mesh allergy? Which would be unusual and seems unlikely since inert. Rule out infection or abscess. More likely lidocaine allergy. (B)(6) 2012: (B)(6), md. Radiology-CT abdomen/pelvis. Assess for sternal wound infection. Findings: review of bone targeted windows reveals a 9.5 x 7 x 3.5 cm fluid collection anterior to the lower sternum. Abscess cannot be excluded. Prior mesh placement is identified in the subxiphoid region extending into the epigastric area in the midline. There is no suggestion of bony sternal dehiscence. Impression: large fluid collection anterior to the lower sternum. Abscess cannot be excluded. Mild right axillary lymphadenopathy. (B)(6) 2012: (B)(6). Pathology report. Accession: 12-244-04837. Clinical history: infected mesh. Pathologic diagnosis: infected mesh: synthetic mesh with acute inflammatory exudate admixed with necrotic tissue and bacterial colonies. Source of specimen: infected mesh. Gross description: infected mesh: received in fixative as sanders, taffy j. Labeled infected mesh, is an 8.0 x 5.5 x 0.3 cm tan mesh with small fragments of attached tan tissue measuring 1.2 x 0.5 x 0.1 cm in aggregate. A1 small tissue fragments, entirely submitted ¿ multiple (teabag). (B)(6) 2012: (B)(6). Discharge summary. Admitting diagnosis: mesh infection. Discharge diagnosis: mesh infection. Past medical history significant for coronary artery disease with a coronary artery bypass graft x 2. Subsequently developed incisional hernia. Several week history intermittent redness, drainage from superior portion. Was given some lidocaine in order to better evaluate the wound; however, subsequently had what appeared to be an allergic reaction with urticaria that was diffuse throughout her body. Became hypotensive and had an inflammatory response. CT scan showed a large fluid collection overlying the mesh and general surgery was consulted. The fluid collection was aspirated and grew back some gram-positive cocci. Therefore she was taken to the operating room for mesh removal. Discharged home in stable condition. (B)(6) 2013: (B)(6), md. History & physical. Past medical history of prediabetes, coronary artery disease status post two myocardial infarctions and two coronary artery bypass grafts and mitral valve replacement. Presents to hospital today for repair of ventral hernia. She had a ventral hernia in the inferior portion of her coronary artery bypass graft scar, which was repaired in (B)(6) 2012. The mesh from this operation became infected and had to be removed. Patient spent some time in the hospital with sepsis following this. Following this operation, hernia reoccurred. Exam: abdomen: there is a vertical incision just inferior to the xiphoid process. The hernia is at the inferior portion of this incision just inferior to the xiphoid process. Defect feels to be approximately 8-10 cm, slightly tender to palpate. Assessment: extensive heart history who had a ventral hernia from her coronary artery bypass graft incision which was previously repaired last year, had an infected mesh which needed to be removed, who presents today for repair of her ventral hernia for the second time. (B)(6) 2013: (B)(6), md. Operative report. Assistant: (B)(6), md; (B)(6), md. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operative procedure: incisional herniorrhaphy with mesh. Estimated blood loss: negligible. Specimens: none. Operative procedure in detail: ¿after adequate anesthesia had been induced, the patient¿s abdomen was prepped and draped in the usual sterile fashion. An incision was made through the patient¿s prior midline incision and dissection was carried down to the hernia without undue difficulty. The abdominal cavity was entered without undue difficulty. This hernia extended right up to the xiphoid process and was a result of the patient¿s prior coronary bypass grafting. At this time, the posterior rectus sheath was taken down off the overlying rectus muscles circumferentially. This was done down caudad to the cessation of the patient¿s prior midline incision and up to the xiphoid process cephalad. We dissected laterally along the rectus sheath and exposed a 10th rib bilaterally. At this time, a 6 x 6 inch piece of vicryl mesh was brought into the operative field and secured circumferentially to the posterior sheath with a running #1 vicryl suture. Subsequently, a 10 x 14 inch piece of prolene mesh was brought into the operative field. It was trimmed to an appropriate size for our hernia repair. It was sutured caudad to the midline fascia and cephalad to the xiphoid process. Laterally, it was tacked to the 10th rib, as well as the posterior sheath. This was done with a combination of #1 and 2-0 prolene suture. Subsequently, two round 15-french blake drains were brought through separate inferior stab incisions and were interposed between the prolene mesh and overlying rectus muscle. At this time, the abdomen was irrigated with saline, hemostasis assured. Redundant anterior fascia was closed with running #1 prolene suture. Skin was closed with interrupted 2-0 nylon suture. Sterile dressings applied. The patient tolerated the procedure well.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected results code. Code 3233 - sterilization results pending completion of the evaluation. Corrected conclusion code. Added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2012, including prior abdominal procedures, were not provided. The operative report dated (B)(6) 2012 indicates the patient underwent ¿repair of incisional hernia with mesh.¿ postoperative diagnosis states: ¿epigastric incisional hernia.¿ the (B)(6) 2017 operative record states: ¿this 51 year old white female status post median sternotomy for cardiac surgery developed an epigastric incisional hernia postoperatively.¿ ¿the previous upper midline abdominal incision was reopened for a distance of approximately 8cm from the xiphoid process to a point midway to the umbilicus. The hernia sac was mobilized by electrocautery and sharp dissection but was never opened. The fascial margins of the defect were well defined by sharp dissection, and the hernia sac was depressed into the abdominal cavity. A piece of ptfe mesh was fashioned to the appropriate size and sutured circumferentially around the fascial defect with 0 prolene running suture. A jackson-pratt drain was placed superficially and brought out through a separate stab wound. Subcutaneous tissue was closed with 2-1 vicryl suture, and the skin was closed 4-0 vicryl subcuticular suture.¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp04/9141248) was used during the procedure. Operative report dated (B)(6) 2012 indicates the patient underwent ¿exploratory laparotomy with removal of infected mesh.¿ the postoperative diagnosis states: ¿infected prosthetic mesh, abdominal wall cellulitis.¿ the (B)(6) 2012 operative record states: ¿there was fluid completely surrounding the patient¿s previously placed ptfe prosthetic, which was completely non-incorporated. This was excised without undue difficulty. Due to the infected field, we made no attempts at herniorrhaphy. ¿the patient¿s abdomen was prepped and draped in usual sterile fashion and explored through her prior upper midline incision. Fluid was evacuated. We had previously cultured this and did not send repeat cultures. The ptfe mesh as noted above was completely non-incorporated and the previously placed prolene sutures were excised and the mesh prosthetic was removed from the operative field. We irrigated the wound with saline. Hemostasis was assured. The skin was closed with interrupted 2-0 nylon suture. It should be noted that the patient¿s hernia sac was intact on removal of the ptfe mesh. Care was taken to protect the underlying hollow viscera.¿ results of the culture tests were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.